Manufacturer narrative:
On 11/30/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. After clinical / secondary review of this file performed on 12/1/2020, it was decided to remove code autoimmune disease and add code generalized illness, to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4). Corrections: removed code autoimmune disease.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 225cc on the left side and with mentor memorygel breast implant 275cc on the right side and suffered from an unspecified breast implant illness symptoms and an autoimmune reaction of unknown type and rupture on the left breast implant. As a result, the patient had undergone removal without replacement on (B)(6) 2020. This medwatch is for the right breast implant.

Manufacturer narrative:
On (B)(6) 2020, during the visual evaluation no apparent damage or visual anomalies were observed on the returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).